Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer was inserting the product in the patient, leakage of air from the cuff was observed. This event was seen in the two (2) products consecutively, and the third (3rd) product was intubated with no problem. No patient injury reported.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. Two product samples and five photos were received for evaluation. Visual and functional testing was performed. Visual inspection of the photos showed a rip on cuff. The returned samples were visually inspected at 12? To 16? And normal conditions of illumination to detect any condition that could cause a leak and a syringe was connected to pilot balloon to detect leaks. Rip was detected in cuff for two samples and a leakage was detected; complaint was confirmed. The root cause is the cuff was damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation. No corrective action is required as there is no information if the product leaks in the pre-checked that suggest to the instruction for use. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).